Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the home patient (hp) was connected during priming. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit display during dwell 4 of 5. The home patient (hp) was connected to the hc. When the technical service representative (tsr) called the hp back, the hc read priming. The tsr had the care giver (cg) press "stop" and close all of the clamps to the bags and patient line and reminded the cg that the hp should not be connected during priming. The tsr went through trouble shooting with the cg and had the cg remove the cassette dispose of current supplies and continue therapy either with manual bag or all new supplies. There was patient involvement but no patient injury or medical intervention associated with this event.